Manufacturer narrative:
On (B)(6) 2011, prior to pt- placement, kci field repair technician tested the bed according to kci procedures and results met specification according to quality control checklist. On (B)(6) 2011, kci field repair technician could not find any malfunction with the side rails, the four side rails were functioning as designed. The bed was then tested according to kci procedures and results met specifications according to the quality control checklist. Based on the achieved records and the eval performed by kci field technical svs, no malfunctions with the side rails were observed, the bed was fully functional as designed.

Event description:
The following info was reported to kci by the nurse: on (B)(6) 2011, a confused pt was found on the floor next to the left side of the bed with one large laceration on the lower right leg that required 30 sutures, and a smaller laceration below the larger laceration that required 6 sutures. When the pt was found, both side rails were in the down position. The fall was un-witnessed. The pt had been administered ambien 10mg approx one hour prior to the fall. The nurse reported that the side rails were placed in the up position prior to the fall. There were no add'l injuries. On (B)(6) 2011, the pt was discharged in good condition.